Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of conductor wire with damaged insulation to be related to the customer-reported complaint. The fbf instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be slightly exposed within the insulation. There was no material missing. There were no signs of thermal damage. An additional observation not reported by the site: the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. No pieces were missing. This failure is most commonly caused by mishandling/misuse, such as excessive force applied to the distal end of the instrument.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument conductor wire was damaged. There was no report of patient involvement. Intuitive surgical (is) obtained the following additional information regarding this event: it was the sterilization service that saw and reported the incident. The operating room staff did not report anything.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 1 uses remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument conductor wire was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.